Event description:
The user reported that after the procedure was completed and hemostasis achieved, the physician noticed a red ring around the insertion site. When the area was depressed, clear fluid was observed to exit from the wound. The physician administered antibiotics and the redness resolved. No additional patient harm or injury was reported.

Manufacturer narrative:
Device available for evaluation: it was originally reported that the device would be returned for evaluation. The device is no longer expected to return. Device evaluation: no device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Biocompatability testing was performed on a representative sample and no abnormalities were observed. The complaint was unconfirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and one complaint of a similar nature was found for this lot number.

Manufacturer narrative:
The affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.